Event description:
This complaint was created from a notification received by our legal department. The device 60-6250-001, excalibur plus pc electrocautery, was being used during a breast implant surgery on (B)(6) 2022. The notification stated that ¿patient underwent breast implant surgery on (B)(6) 2022, at (facility name). During anesthesia, the patient suffered burns to various parts of the body¿. A good faith effort attempt was made to retrieve further assessment information from (facility name) however no response was received to date. Also reported use of concomitant device megadyne 2000 pads, (non-conmed manufactured device). This report is being raised on the basis of injury due to patient sustaining burns of unknown degree to various parts of the body.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
This complaint was created from a notification received by our legal department. The device 60-6250-001, excalibur plus pc electrocautery, was being used during a breast implant surgery on (B)(6) 22. The notification stated that ¿patient underwent breast implant surgery on (B)(6), 2022, at user facility. During anesthesia, the patient suffered burns to various parts of the body¿. A good faith effort attempt was made to retrieve further assessment information from user facility however no response was received to date. Also reported use of concomitant device megadyne 2000 pads, (non-conmed manufactured device). This report is being raised on the basis of injury due to patient sustaining burns of unknown degree to various parts of the body.

Manufacturer narrative:
Correction:b5 word usage: (facility name) was changed to user facility. Manufacturer narrative the device is not being returned and no photographic evidence was provided. Therefore,a device malfunction cannot be verified. The allegations contained in the recently filed lawsuit implicate,without any further explanation,that the product may have been involved in some way in the patient¿s injury,but there is no available factual information that would confirm this to be the case or otherwise substantiate these allegations. The manufacturing documents from the device history record have not been reviewed as the device has been in the field for more than 12 months. The service history was reviewed, and no pm service data was found,rendering the device overdue for pm. A two-year review of complaint history revealed there has been a total of 1 complaint, regarding 1 device, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0005. Per the instructions for use,the user is advised the entire area of the return electrode should be placed so that the entire conductive area is in firm contact with an area of the patient¿s body that has a good blood supply and is as close to the operative site as is possible. In general, electrosurgical current paths should be as short as possible and should run either longitudinally or in a diagonal direction to the body, not laterally and under no circumstances lateral to the thorax. The risk of burns can be reduced but not eliminated by placing the electrodes of probes as far away as possible from the electrosurgical site and the return electrode. This issue will continue to be monitored through the complaint system to assure patient safety.